Event description:
The reporter stated a collamer lens model cc4204bf tore upon insertion and the cause of the lens damage was unknown. The lens was implanted and removed without patient injury. An msi-pf injector and sfc-25 fp cartridge were used during surgery, but the lot numbers were unknown.

Manufacturer narrative:
H6: evaluation: visual inspection of the lens showed one haptic was torn off missing and there was evidence of surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.